Event description:
Ambulance personnel were treating a cardiac arrest patient. The reporter attempted to deliver a countershock to the patient. However, the device reportedly would not charge. A backup device was obtained and treatment was continued. The patient's outcome is not known. The reporter stated that there were no adverse effects to the patient as a result of the reported malfunction.